Manufacturer narrative:
The insulin pump was received with missing retainer, missing reservoir tube o-ring, scratched case, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer.

Event description:
Customer reported via phone call for cosmetic damage. Blood glucose was 120 mg/dl. Customer took the insulin pump out of pocket and ring was loose. Customer states the pump has been dropped. Customer reported that the reservoir is unable to lock in place when inserted into insulin pump. The insulin pump will be returned for analysis.